Event description:
It was reported that during preparation for a stenting treatment procedure, the device was contaminated. Upon removing the 2.50x12mm promus element plus stent delivery system from the sterile bag the hub came in contact with the unsterile field. The device did not enter the patient and the procedure was completed with another 2.50x12mm promus element plus stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No packaging was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the device was contaminated. Upon removing the 2.50x12mm promus element plus stent delivery system from the sterile bag the hub came in contact with the unsterile field. The device did not enter the patient and the procedure was completed with another 2.50x12mm promus element plus stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).